Manufacturer narrative:
Error code "e0d" states that the heater cooler unit needs a mixing valve.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an error code "e0d" displayed on the heater cooler unit. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.